Event description:
On (B)(6): customer reports via phone the staff were performing a peripheral angiogram on a male. Injection protocol of 15 ml/sec for 25 ml volume, 600 psi. During the injection, the tubing detached from the syringe, spraying contrast all over the table and floor. Pt is fine, no staff affected.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.